Manufacturer narrative:
Manufacturing site evaluation: received samples: two samples are received in open packaging, without needle. Stock verification: stock was verified that to date there is no available units of the product code and lot number available. (B)(4) units were manufactured and distributed. Reviewed the batch manufacturing record, this product has a normal process and the results fulfills the OEM requirements. Received two stitches in open packaging, without needle. The units received were checked visually, showing that one of these samples was separated from the needle thread , it is thought that this was done during the assembly process. The second sample has assembled needle, thread, presented fraying; therefore the samples do not meet the OEM specifications. Final conclusion: complaint is justified. Corrective/ preventive actions: there is a corrective action initiated to prevent this kind of incident. Training and retraining production personnel, responsible for the assembly process.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered in the u.s. Are. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Needle detachment and thread frays.